Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported that patient had original surgery in 2006 (approx). Her right eye was the near eye for monovision. Current refraction was -0.75 and she wanted to be -1.50/-1.75. Surgeon acknowledged that he used the visx and programmed -0.85 instead of +0.85 (wrong) treatment. Surgeon reported that he spoke with the patient at length in regards to what happened. Patient will likely end up around +0.25 with good distance vision. Patient had prk (photorefractive keratectomy) and will require an enhancement.